Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronics assembly. Unit was received with moisture damage on motor, battery tube, vibrator, and keypad assembly. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump had condensation under the screen. The customer noticed the condensation when she was going to put the insulin pump back on after showering. Fluid was visible under the lcd display. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.